Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had stuck button error and failed battery test. The customer¿s blood glucose level was 170 mg/dl. Troubleshooting was performed. Customer states they were able to clear the alarm and failed battery did not recur. The insulin pump will not be returned for analysis.